Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed (through initial testing) but was not reproduced during further eval. The eval found the downstream sensor current readings to be out of spec (high) which likely contributed to the reported symptom. The downstream sensor was calibrated and reworked to ensure proper occlusion detection.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found a spectrum pump had a constant downstream occlusion. There was no pt involvement.